Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000107824.

Event description:
It was reported that one of the patient's leads had high impedances. The patient was in a car accident in december, however, this did not effect their therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads had high impedances.